Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient with a suprapubic catheter underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the second treatment pass when the surgeon removed the irrigation from the top of the aquabeam handpiece and attempted to perform clot evacuation through the patient's suprapubic catheter, an "e22 - motorpack error" message was generated by the aquabeam robotic system. As a result, the treating surgeon proceeded with the resectoscope, considering sufficient treatment had been delivered. The procedure proceeded smoothly, although hemostasis took slightly longer than usual. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation as it was disposed of at the user facility. A review of the device history record (DHR) ab2000-b / serial number 21c00343 and aquabeam handpiece / lot number 23c00826 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults. E22 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event could not be established as the handpiece was not returned for investigation. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.